Event description:
It was reported that the patient experienced loss of therapeutic effect at night. When the stimulation was increased above a setting of 5.3, the patient experience shocking sensations. The patient received reprogramming and her programmer was replaced, but she still experienced problems. Further information is being requested from the hcp.